Manufacturer narrative:
This device is not currently available for return as it is still implanted. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has depleted from 59% to 13% after approximately three months. Engineering analysis indicated that the device is depleting prematurely. Recommendations regarding device replacement was provided, however the device is still currently in service. No adverse events were reported.

Manufacturer narrative:
This device is not currently available for return at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filled to include device explant information.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
The returned s-ICD was analyzed and a review of the device memory revealed no system errors and that the power consumption had been gradually increasing over the past year. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed and tested, independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.